Manufacturer narrative:
(B)(4). Batch #: 668a80. Investigation summary: the product was returned to ethicon endo cincinnati-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, an excessive gap was observed in between frame a & b. This is not related to the user complaint, but it is an undesirable condition. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the frame to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the device was set up and checked by the surgeon and closed down on a vessel, safety was released and trigger depressed, motor was heard but it did not fire at all. Knife blade was reversed and another powered vascular stapler was opened and fired with little effort and no issues. No patient consequences reported. No further information is available.